Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.

Event description:
The customer states the device displays an asystole alarm when the device is turned on. No pt info is available.